Manufacturer narrative:
The investigation for the reported console (aic) knob issues has been completed. Data logs were reviewed and found that after the pump was used for 24 hours, it was moved to the spare console (B)(6) due to the front panel optical connector might have been broken. The aic was returned for evaluation and was visually inspected which confirmed that the front panel optical connector was broken (the blue receptacle was loose inside the aic) and the rotating knob was missing. No issue was found in the rotatory knob switch (both press and rotate functions working as intended). The root cause of the broken front panel optical connector was most likely due to a use issue. The root cause of the missing rotating knob was most likely due to a use issue.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported that the automated impella controller (aic) had the selection wheel ripped off and the protective cover was snapped off and the inside was loose. There was no patient involvement.